Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin during compressions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrode pads and found an excessive amount of hair and scaly skin adhering to both the posterior and apex pads. Additionally, both pads were found with the gel partly removed off of the conductive plate as well as excessive creases on the conductive plate on the apex pad. Based on condition of the returned electrodes, it was concluded that the pads were not properly applied to the patient per the instruction provided. Analysis of reports of this type has not identified an increase in trend.